Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer provided the name of their healthcare professional (hcp). It was noted the reason for hospitalization was due to multiple sclerosis (ms) and clonazepam withdrawal. It was noted that no steps were taken to resolve the problems with pump since implant. The cause of the event, patient's weight and clarification of event we all noted to be not applicable (n/a). Further information received from a manufacturer representative (rep) stated the patient was scheduled for a follow up visit and they would obtain more information then. Additional information received on 2019-sep-17 indicated no follow-up appointment had been scheduled yet. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-aug-09 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient had the pump implanted in (B)(6) 2019 (note: this conflicts with device registration records which indicate the pump was implanted on (B)(6) 2019). The patient had nothing but problems since the pump was put in and had no relief from spasms. The patient had ended up in the hospital and requested a manufacturer representative be present at every pump adjustment. It was noted that the patient had spoken to a manufacturer representative and "inconsistencies in how pump works and knowledgeable people" they had not experienced. No further complications were reported or anticipated.